Event description:
After initial implant (2 mos), patient experienced several episodes of palpitations, chest pain, fluttering. Made visits to ER, pacemaker interrogation - "normal" generator loss of output and capture in 2004 and replaced urgently. Md found condensation fluid inside generator. Leads ok. Md stated unit sent to medtronic, who states never received...lost.